Event description:
The account alleged the brakes are not working at the left head of stretcher.

Manufacturer narrative:
The technician found that the swivel ratchet was worn on the brake caster but the brake can be set. Technician replaced the brake caster to repair the stretcher.